Event description:
Rep reported on (B)(6)-2013 that, ¿in the most distal lateral locking hole of the left plate the 32 mm locking screw sat proud and then in the kickstand screw hole sitting on the plate the 38 mm locking screw sat proud. The 38 mm locking screw was removed and replaced with another 32 locking screw, which also sat proud. All three screws and were removed.¿

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).